Event description:
The patient stated, that she began using this type of infusion device about 1 month ago. She reported that for the first few days it worked great, but for the past 3 weeks, she has been receiving 04 occlusion alarms and her blood glucose values have been elevated as high as 600 mg/dl. She reported that when she removes the cannula, the cannula is kinked. She stated that, she will change her infusion set and bolus to reduce her blood glucose values. The patient reported that her normal range is 80-160 mg/dl. She stated that her symptoms of elevated blood glucose are stomach discomfort and thirst. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation. The patient indicated that she was going to switch to a different type of infusion set.